Event description:
Customer reported the insulin pump alarmed calibration error. Troubleshooting was performed. Customer's blood glucose was 221 mg/dl. Alarm and possible causes were explained to the customer. Alert was verified. The sensor was inserted on (B)(6) 2014, on her right hip. Alert occurred while customer was driving. Alert did not occur shortly after performing a "find lost sensor" or was the result of the first calibration attempt after initialization. No delayed or incorrect blood glucose reading was entered. No intermittent calibration error alarms. Isig ratio is stable, advised blood glucose were stable. Customer was advised to wait 10-60 minutes before attempting enter a new blood glucose reading. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.